Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight for either of the patients involved in this event. Beckman coulter (bec) customer technical support (cts) determined that the customer had shared the access accutni+3 reagent pack between the laboratory's two access 2 immunoassay system instruments. The shared reagent pack led to under recovery of the patients' results as no reaction was taking place. In conclusion, although use error is the cause of this event, the system software malfunctioned as it did not detect that the reagent pack had the incorrect volume due to pack sharing.

Event description:
The customer reported obtaining no value, ind (indeterminate) flagged troponin I (access accutni+3) results for two (2) patients on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer did not supply any additional results for the two (2) patients in question. It is unknown whether the customer reanalyzed the patients' two (2) samples. There was no change to or impact to patient treatment in connection with this event. Beckman coulter (bec) customer technical support (cts) assisted the customer with verifying the access accutni+3 reagent pack that generated the ind flagged results by comparing the reagent pack's test count on the original access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system to the same reagent pack's test count on the laboratory's alternate access 2 immunoassay system (serial number not supplied). It was subsequently discovered that the access accutni+3 reagent pack in question had been shared between these two instruments which led to the no value, ind flagged access accutni+3 patient results. The access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) had, previous to this event, been updated with system software that alerts the customer to and detects reagent pack sharing due to the fact that reagent pack volumes would not match. In this event, the customer stated that they had not received any error messages or system flags at the time of the event.

Manufacturer narrative:
After further review by the bec (beckman coulter) chu (complaint handling unit), it was determined that there was no malfunction associated with this event. The system software was performing as designed at the time that the pack sharing was identified. Use error is still determined to be the cause of this event.